Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volux¿ in jw1 seven months ago, vistabel every 3 months, and with harmonyca¿ two months ago. After treatment with harmonyca¿ patient experienced "demarcated nodule". After treatment on the right side, patient had an increasingly sore feeling, feels like a "bruise." Approximately one month after harmonyca¿, patient had not device related "respiratory infection with fever", antibiotics prescribed by gp, patient does not know if this was a trigger for increased pain the nodule. Home self massage was applied to affected area, swelling did not change, increasingly defined and more visible, occasionally feels warm, slightly painful. Clinical examination noted "at the nodule site there is a not device related scar after excision of a mole (patient says this scar took a long time to heal)," "palpable, demarcated nodule, sharply defined," "skin is calm, no inflammatory signs, does not feel warm, no redness," "slightly painful on palpation, no fluctuation," and "at the other injection sites appears a very nice result, patient is satisfied, no pain, all calm." Hcp's suspicion is that this is accumulation of product the fibrotic tissue after scar with predisposition to nodule formation. Hcp notes it feels a bit painful, so some inflammation is going on after all. Symptoms are ongoing. This record relates to juvéderm® volux¿ injection.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "patient is doing well at the moment." Symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of respiratory infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volux¿ in jw1 seven months ago, vistabel every 3 months, and with harmonyca¿ two months ago. After treatment with harmonyca¿ patient experienced "demarcated nodule". After treatment on the right side, patient had an increasingly sore feeling, feels like a "bruise." Approximately one month after harmonyca¿, patient had not device related "respiratory infection with fever", antibiotics prescribed by gp, patient does not know if this was a trigger for increased pain the nodule. Home self massage was applied to affected area, swelling did not change, increasingly defined and more visible, occasionally feels warm, slightly painful. Clinical examination noted "at the nodule site there is a not device related scar after excision of a mole (patient says this scar took a long time to heal)," "palpable, demarcated nodule, sharply defined," "skin is calm, no inflammatory signs, does not feel warm, no redness," "slightly painful on palpation, no fluctuation," and "at the other injection sites appears a very nice result, patient is satisfied, no pain, all calm." Hcp's suspicion is that this is accumulation of product the fibrotic tissue after scar with predisposition to nodule formation. Hcp notes it feels a bit painful, so some inflammation is going on after all. Symptoms are ongoing. This record relates to juvéderm® volux¿ injection.